Manufacturer narrative:
(B)(4). The sample was received and visually inspected, which did not identify any nonconformances. Leak testing of the sample identified a leak from the tubing connection located within the patient control module, confirming the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a (B)(4) 2 ml patient control module leaked. This issue occurred during filling with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: the root cause of the reported condition was determined to be inadequate application of solvent on the tubing. Operator error was addressed by awareness training. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.